Event description:
It was reported that this lead was explanted due to it was dislodged. A new right ventricular (rv) lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field b5: describe event or problem.

Event description:
It was reported that this lead was capped due to it was dislodged. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.